Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. No check setting anomaly noted. We were unable to perform displacement, basic occlusion, occlusion, prime and no delivery test due to unresponsive button. The insulin pump had a scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had keypad/button anomaly. The customer noticed the pump numbers scrolling when using the down arrow without pressing on it. The customer also had high blood glucose, their blood glucose ranged between 22mmol/l-25mmol/l and was vomiting. The pump was trying to deliver insulin, but was not making contact with the reservoir.